Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 3.9 mmol/l, 25 mmol/l, 30 mmol/l, and 15 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.